Event description:
It was reported that the bd alaris secondary gravity set had connection issues. The following information was provided by the initial reporter: the staff is having difficulty connecting and disconnecting the spike from the smaller med bags that come from pharmacy. This is causing staff frustration, risk of harm when they finally get the spike out and they are flailing, and waste as they are opting to just get another tubing set for each new bag. The spike is puncturing the IV bag upon insertion. Difficulty removing the spike from the smaller med bags. One instance of the spike puncturing the IV bag when a patient was in transport. The specific dates of occurrence are unknown. Lot number is unknown. No adverse events as a result of the reported issues. Additional information received from the customer: please provide a detailed description of the reported issue: ¿the spike is puncturing the IV bag upon insertion.¿ is this not part of the normal procedure, or does this indicate a problem? During the normal spiking procedure, the sharp spike is puncturing the bag beyond just spiking into the bag as normal. On a call last week with the customer, we reviewed steps to help prevent this from occurring.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.